Event description:
After foley was achieved, it was found that the blue port on the urometer was broken off. Had to be removed. Urinary retention, chronic resp failure with hypoxia in acute distress with mass and mucous plugging.